Event description:
Additional information was received on 07 jun 2023: patient did not have particularly tortuous anatomy. There is no direct allegation against the device from the clinician, that it caused or contributed to the event. It was confirmed that the spasm occurred during the removal of the sheath. Terumo medical received an FDA medwatch report mw# 5118842. The event description stated that the patient had an outpatient angioplasty procedure. During the procedure and after placement of stents, the wire and sheath were difficult to pull. Medications were given to relax the vessels. The sheath separated and a portion remained requiring transfer to operating room for removal.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause could not be determined. The likely root cause is the sheath was attempted to be removed during increased resistance from a patient spasm. Review of device history record (DHR)showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
A4: weight: 58.6 kilograms. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved 6fr 119cm destination slender was placed in right radial artery and was advanced all the way to the level of the common femoral artery without issue. The patient did receive a radical anti-spasmodic cocktail. The superficial femoral artery (sfa) intervention was completed. During removal of the sheath, the physician experienced extreme resistance, and the patient had extreme discomfort. There was an additional spasmodic cocktail administered along with additional pain medication. The physician waited and then begin to remove the sheath again. The physician once again felt extreme resistance and the sheath tore. The patient was taken immediately to the operating room for removal of the sheath that was still implanted. The event occurred intra-operative. Patient was in stable condition. Additional information was received on 07 jun 2023: patient did not have particularly tortuous anatomy. There was no direct allegation against the device from the clinician, that it caused or contributed to the event. It has been confirmed that there was a spasm that occurred during the removal of the sheath.